Event description:
It was reported that the thumb slide on the stent delivery catheter broke. Approximately 90% of the stent had been deployed when the thumb slide broke. The stent was successfully deployed using hemostats, however, the stent was 15-20% elongated after post-dilatation. The physician was not concerned with the elongation. It was also reported that tortuosity may have led to increased friction during deployment.

Manufacturer narrative:
This is a known malfunction and a CAPA investigation for this issue has revealed that the strength of the slider pin may not be as robust as required for ratcheting the longer 6mm diameter stents. Therefore, a device modification entailing a stronger slider pin has recently been made to correct this issue. In regards to the elongation of the stent, the physician is not concerned with this as it is only 15-20% and will likely not have an adverse effect. There was no serious injury related to this event. Because of a previous thumb slide break, that resulted in medical intervention to preclude a serious injury. This event is being reported per the medical device reporting guidance.